Event description:
It was reported the patient is not receiving stimulation due to interrupted charging. The sjm representative met with the patient and confirmed the issue. The charger will communicate with the ipg and charge for a short time and then the charger will time out. A replacement charging system did not resolve the issue. The next course of action has not been disclosed to the manufacturer.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.